Manufacturer narrative:
(B)(4). This lot was manufactured from 20 mar 2015 through 25 mar 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a minicap with inadequate iodine. This event occurred before use. The patient stated that the minicap did not have as much iodine as they thought was necessary to prevent infection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 21.